Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose were over 600 mg/dl, 500 mg/dl. The customer was treated for high blood glucose with manual injection through syringe, took 10 units. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when high blood glucose was reported. The device will not be returned for analysis.